Event description:
It was reported that ongoing occlusion alarms occurred. Customer¿s blood glucose level was 247 mg/dl. Reportedly, the customer changed supplies and continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.